Manufacturer narrative:
Film evaluation results are: the exact cause of the possible iliac artery perforation leading to blood loss, hypotension, bilateral leg ischemia, and cardiac changes could not be conclusively determined from the two still images provided. The sentrant sheath was not visualized in the images provided. The pre-implant anatomy information and additional films during the index procedure were not provided. From the two images received, the iliac artery appears to be small; the od of the limb extension measured ~ 5 mm. The CT's were not provided, so the complete anatomy information could not be assessed. However, it is possible that patient anatomy, small and severely calcified access vessels may have contributed to the events.

Event description:
An endurant ii aorto-uni-iliac stent graft system was implanted in the patient for an endovascular treatment of an abdominal aortic aneurysm. A sentrant sheath was used during the procedure. It was reported that, during the index procedure, the iliac artery was perforated. The patient experienced blood loss, hypotension, bilateral limb ischemia, and cardiac EKG changes due to the ruptured iliac artery. Per the physician, the cause of the event was due to the patient anatomy of small and severely calcified access vessels. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.